Event description:
It was reported that the customer went to the emergency room (ER) with an unknown blood glucose (bg) level; cause was unknown. Customer attempted to treat bg with a correction bolus. At ER customer was treated with potassium to address the elevated bg. Customer was discharged 10 hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.